Event description:
The patient underwent a full revision due to the previously reported high impedance and the impedance resolved. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
B5, corrected data: the initial report inadvertently did not report information regarding the patient's revision. D6b, corrected data: the initial report inadvertently omitted the date of explant of the suspected device. F10, corrected data: the initial report inadvertently omitted code f1905 regarding the device replacement. H6, corrected data: the initial report inadvertently omitted code b17 as the suspect device had been explanted and not received at the time of the report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen and the patient was scheduled for a full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.